Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, the device was found to be in backup vvi. The device code was download successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.